Event description:
Pt in the home using a curlin cms4000 portable infusion pump for pain mgmt reported, the pump alarmed with the display "alarm replace set 3." Pt was instructed to remove the curlin infusion administration set from the pump, roll with fingers the portion of tubing that seats in the tubing guide receptacle. Tubing was replaced in the pump but alarm continued. Pt was instructed to use a new bag with attached administration set, and alarm resolved.